Event description:
Consumer had essure inserted 3 months after her last deliver. Depo-shot was used as contraception before total occlusion confirmation. According to the consumer, pain began immediately. Percocet was prescribed and over time the pain became less but it was still there. The irregular periods and weight gain followed that for the next 5 years. On (B)(6) 2013 essure was removed by laparotomy (hysterectomy or salpingectomy were not necessary). She was not hospitalized. After removal, she used percocet again for the pain. She stated that there were signs of inflammation. During surgery, the left coil was found crooked and had punctured the tube. The right was in place. She recovered from the essure removal procedure. On (B)(6) 2013 the events stopped.